Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2007: patient presented with back pain with some mild radiculopathy and left leg pain. He reported his back pain to be 86% of the problem with leg pain to be 20% of his problem and had severe l5-s1 degenerative disk disease and small left sided l5-s1 degenerative disease and l5-s1 retrolisthesis. Pre-op diagnosis: degenerative joint disease l5-s1 and instability. Patient underwent anterior lumbar interbody fusion, l5-s1 with instrumentation stainless and rh-bmp2/acs, left retroperitoneal exposure of l5-s1 intervertebral discs. Per op note, the end piece had been reconstituted and at that time 13 mm, 16 high plus 36 mm wide stainless device with 12 of lordosis was placed between the l5-s1 interspace with rh-bmp2/acs within the central aspect of device. Ap and lateral x-ray showed great position of the instrumentation. No complications reported. (B)(6) 2008: patient presented with leg symptoms. Patient had had a trial of selective nerve root block, which leave him with temporary relief and due to his persistent symptoms, posterior bilateral foraminotomies were recommended. However, CT myelogram was obtained. A CT scan revealed some subsidence of his cage and incomplete fusion and therefore, it was recommended to place posterior hardware as well to lock down his anterior construct. Patient presented with lumbar radiculopathy with anterior pseudoarthrodesis and underwent posterior lumbar bilateral l5-s1 hemilaminectomy and l5-s1 foraminotomies and posterior instrumentation at l5 and s1 with pathfinder pedicle screws. No complications reported. (B)(6) 2010: patient presented for evaluation of pain management. Patient reported increasing pain mostly in his low back with some intermittent radiation to his leg, and he was unable to stand for even 15-20 minutes. Impression: previous history of an l5-s1 fusion. (B)(6) 2010: patient underwent lumbar spine x-ray due to low back pain. Conclusion: 1. There are fusion changes at the l5-s1 level without no acute bony lesions evident. 2. There is some mild spondylosis at the thoracolumbar junction. Patient underwent CT lumbar spine without contrast due to low back pain. Conclusion: 1. There are findings of prior surgery with apparent bony fusion at the l5-s1 level. 2. At l4-5, there is slight disc bulging and mild posterior element hypertrophy with possible mild central canal stenosis. 3. At l3-4, there is mild posterior hypertrophy and possible borderline central stenosis at this level. 4. No suspected focal disc herniations or acute bony lesions are identified. (B)(6) 2010: patient underwent CT compared to CT on (B)(6) 2010 - at l4-l5, there is a suspect disc bulge. There is suspect encroachment of the bilateral neural foramina, which has not significantly changed. At l5-s1, there continues to be some neural foraminal encroachment bilaterally, mostly due to spurring. (B)(6) 2010: patient presented for follow up with persistent pain. (B)(6) 2010: patient presented for follow up and overall was doing better. (B)(6) 2010: patient presented for follow up without any change in status. (B)(6) 2012: patient presented for follow up. Patient was asymptomatic. Patient's only concern was the news that he had heard on the tv regarding rh-bmp2/acs and its potential teratogenic effects. (B)(6) 2012: patient presented for follow up. (B)(6) 2012: patient underwent CT lumbar spine without contrast due to back pain. Impression: 1.postoperative and surgical changes at the l5-s1 level, which appear to be stable. 2. Stable mild to moderate multilevel degenerative disc disease at the more superior levels.